Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional and it was reported that the device was at end of service and it was replaced. The por had been resolved and was caused by the device being at end of life.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the hcp saw a power on reset (por) message on the patient programmer (pp). The patient did not have any symptoms and did not report any change in therapy. On (B)(6) 2016, it was reported that the device showed a end of service code. The patient was scheduled for a device replacement. The cause of the por was unknown, but the replacement was being done to resolve it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.